Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment lip was missing. Customer¿s blood glucose level was 20 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.